Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use everflex entrust self-expanding stent along with non-medtronic 6fr sheath and guidewire during procedure to treat a severely calcified lesion in the left distal superficial femoral artery (sfa) with chronic total occlusion (cto-100%). The vessel was severely tortuous. The vessel diameter and lesion length are 5mm and 120mm respectively. No embolic protection was used. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that during delivery through the vessel a break/fracture occurred. The delivery shaft removed. The lesion was pre dilated with a 5mm device. The device did not pass through a previously deployed stent. No resistance encountered when advancing the device. Stent ballooned after deployment. The stent deployment wire got stuck and seemed to come detached from device. The deployment wheel kept going round freely. The physician brought the patient back a few day later and placed a viabahn stent inside if the everflex stent. The was no patient symptoms or complications associated with this event. There was no patient injury.

Manufacturer narrative:
Image review image 1 appears to show portion of a stent. The radiopaque markers are visible on one end of the stent. A guidewire is also visible. Image 2 appears to show a deployed stent. Device evaluation the device was returned with the red safety tab removed from the handle but not returned with the device. The device was returned with the distal end of stent exposed and damaged, no radiopaque markers present on distal end of stent indicating that section of stent has detached. Approximately 105mm of stent still loaded in device. The device was received with the outer shaft broken approx. 13.9 cm from strain relief. The device was returned with multiple kinks along the shaft. The handle was cracked open, and it was found that the pullwire had detached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.